Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument does not grip. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument successfully passed manual articulation testing. It was installed and operated on an in-house system, where it met recognition and engagement requirements. The device demonstrated intuitive movement with full range of motion in all directions. The grips functioned properly, opening, closing, and grasping adequately. Failure analysis was unable to replicate or confirm the customer-reported event. Additional observations not reported by the site: failure analysis identified a frayed distal instrument grip cable at the idler pulleys, which indicates partial cable damage. While several individual wires were broken, the cable was not completely severed. No discoloration, corrosion, or contamination was present to suggest improper flushing or rinsing during reprocessing. Further inspection did not reveal any abnormally sharp or damaged components that could have contributed to the condition. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.